Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memoryshape breast implant 280cc and experienced rupture on the right side, dissatisfaction with the procedure outcome and was unhappy with the rotation of the implants. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2019. This report is for the left side.